Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 20-21.4mm in diameter and 26 mm in length.  The left common iliac artery was 12 mm in diameter and the right common iliac artery was 19 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. The proximal neck angulation was mild. It was reported that the patient presented with leg pain. Follow up CT scan revealed limb occlusion. The location of the occlusion is unknown. The physician performed an intervention and treated the patient by doing a fem-fem bypass, resolving event. Per the physician, the cause of the event was due to procedure. No additional clinical sequelae were reported and the patient status was noted as doing well.